Event description:
Nitric oxide vent set up on patient. Low caliberation performed and system purged before placed on patient. Thirty minutes later ino vent alarmed system failure. Patient bagged with nitric oxide and ino vent changed out.======================manufacturer response for ino ventilator, inhaled nitric oxide ventilator (per site reporter).======================no response.